Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device, the philips bench engineer noted the heartstart mrx failed opcheck for etco2. There was no pt involvement.